Event description:
The customer called and reported that a button on the insulin pump was stuck and the numbers on the insulin pump were continuously scrolling. There was also a failed battery test and button error alarm, and customer stated the display screen was foggy and buttons the keypad had been freezing up. The customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.